Manufacturer narrative:
Additional information: cec adjudicated non-q-wave mi of the target vessel rca, mdt extended historical peri-pci with side branch occlusion of the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, 3 resolute onyx des were implanted in the rca. Approximately 8 months post procedure patient suffered in- stent restenosis. Occlusion in the distal segment of the rca was reported. The patient was treated with stenting. Investigator and sponsor assessed the event as causally related to the index device and possibly related to the antiplatelet medication. Patient recovered.